Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that there was a possible chemotherapy leak. The pump did not alarm. The leakage issue was more from the catheter rather than the pump itself. The leakage was coming from the blue tip, and the pump had been turned off the pump upon noticing the leakage to prevent further leakage. A closed system drug transfer device (cstd) was used to fill cassette. The pump was connected to a patient when the error/event occurred. A continuous infusion rate of 2.4 ml/hour had been programmed, with a total reservoir volume of 110 ml and given exact volume but verified remaining amount of 35.6 ml out of 110 ml. The length of infusion had been set to 46 hours. The pump was not used to prime the extension tubing; instead, it was primed with saline and medication. The event occurred while in use with a patient, and the patient was not medically affected.